Manufacturer narrative:
The complaint investigation for falsely elevated alinity I ca 19-9xr results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review on lot 25010fp00 did not show any non-conformances, potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The overall performance of alinity I ca 19-9xr reagents in the field was reviewed using data gathered from customers worldwide. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 25010fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 25010fp00. Based on the investigation no systemic issue or deficiency of the alinity I ca19-9xr for lot number 25010fp00 was identified.

Event description:
The customer observed a falsely elevated alinity I ca 19-9xr result for one patient. The following data was provided: (B)(6) 2021: sid (B)(6) initial result = 244.99 u/ml, repeats = 4.95 u/ml, 4.52 u/ml, 4.73 u/ml, 4.30 u/ml it is unknown if the patient has been diagnosed with pancreatic cancer. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 8p32-20 has a similar product distributed in the us, list number 8p32-21/-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a. Patient information: no further patient information was provided by the customer. This report is being filed on an international product, list number 8p32-20 has a similar product distributed in the us, list number 8p32-21/-31.

Event description:
The customer observed a falsely elevated alinity I ca 19-9xr result for one patient. The following data was provided: (B)(6) 2021 sid (B)(6) initial result = 244.99 u/ml, repeats = 4.95 u/ml, 4.52 u/ml, 4.73 u/ml, 4.30 u/ml it is unknown if the patient has been diagnosed with pancreatic cancer. No impact to patient management was reported.